Event description:
It was further reported that the lead was revised.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  ddpa2d4 ICD, implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, low r waves were noted in all positions attempted in bipolar configuration, but were acceptable in integrated bipolar, so the lead was left in that configuration. It was noted that there was placement difficulty due to patient anatomy. The following day, the rv lead exhibited lots of p-wave oversensing (pwos) and a chest x-ray was performed. The chest x-ray revealed that the rv lead had dislodged into the right atrium. The rv lead was deactivated as the patient is quite poorly due to other health issues, including low ejection fraction.  No patient complications have been reported as a result of this event.